Manufacturer narrative:
(B)(4). The investigation found that the problem was caused by the main power distribution unit controller (mpdu). Further review noted fuse #1 was discolored and broken. The issue was resolved after the controller was replaced.

Event description:
During customer use the system shut down spontaneously. It happened after a first 3d run was made.